Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported "es - multiple drawers failed to open - station1" was confirmed by field service engineer and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse reported that the hh main drawer 4.1 was not on the bus. After verifying the cable connections, the fse found visible damage to the retractor band. The retractor band was replaced, and the drawer was verified with no further issues. During dchu visual inspection: pn 353844-01 (a): the assy retractor dwr hh cubie had physical damage on the flat flex cable and copper exposure. Pn 353844-01 (b): one assy retractor dwr hh cubie (p/n 353844-01) had exposed copper strands and were in contact with adjacent copper strands. During dchu testing: pn 353844-01 (a): the testing from dchu was not required due to the physical damage observed on the part during the visual inspection. Pn 353844-01 (b): the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported failure with the cubies on the drawer 4.1 was identified as: physical damage and copper exposure in the "assy retractor dwr hh cubie" (a) which compromised the drawer's communication. A short between adjacent copper strands of the "assy retractor dwr hh cubie" (b) which led to the observed thermal damage and compromised the drawer's communication.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open and not detected on bus. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was short between adjacent copper strands of the assy retractor dwr hh cubie (b) which led to the observed thermal damage. There were no adverse events or injuries reported based on this event.